Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a follow-up in clinic, high out of range defibrillation impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed externalized conductors of the rv lead. The rv lead was explanted and replaced. The patient was stable.